Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014 ,product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) reported that the patient claimed that the leads were coiled up right after implant. The managing doctor took x-rays at that time and determined that the leads were not where they were supposed to be. The patient's leads had moved to the hip area. There was paresthesia in the wrong location. The issue occurred in (B)(6) 2014 on the day of implant. No impedance measurements were taken. It was noted that a thoracic MRI was ordered for the patient, but it was not related to the device. The patient did not know how to program the patient programmer (pp) into MRI mode, but after reviewing the process the hcp and the patient indicated that they were seeing the full body MRI condition. It was noted that the patient was implanted for non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that someone tried to fix the patient's lead migration. It was unclear what steps were taken to try and fix the issue.